Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced defective components. This information was received from various sources. All four defective components involved patients with no patient consequences. Of the reported patients, one was 5 months old and another patient is male. There was no other provided patient information for the malfunctions.

Manufacturer narrative:
H10: for three of the four reported malfunctions, the devices were returned to bd for evaluation. Of the four devices, the product catalog number of one device was updated to 0601620 and the lot number was provided; therefore, a lot history review is currently being performed. Of the four devices, the product catalog number of one other device was updated to unknown chronic catheter. The investigation for the one device not returned is inconclusive due to no sample return. Fracture was confirmed for one device. For the remaining two returned devices, the company is still investigating the issue at this time. The definitive root cause is unknown. The devices were labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes four malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced defective components. This information was received from various sources. All four defective components involved patients with no patient consequences. Of the reported patients, one was 5 months old and another patient is male. There was no other provided patient information for the malfunctions.

Manufacturer narrative:
H10: of the four devices, the product catalog number of one device was updated to 0601620 and the lot number was provided; therefore, a lot history review was performed. For three of the four reported malfunctions, the devices were returned for evaluation. The investigation for the two reported malfunctions confirmed for the alleged holes on the catheter and one malfunction confirmed for burst in the catheter. The investigation for the remaining one device not returned is inconclusive as no objective evidence was provided. The definitive root cause is unknown. The devices were labeled for single use. H10: g4 h11: g1,h2,h6(result & conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For 3 of the 4 reported information, the devices were returned to bd for evaluation. The fourth sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. The company is still investigating the issue at this time.

Event description:
This report summarizes 4 malfunctions. A review of the reported information indicated that model 0600520 chronic catheter allegedly experienced defective components. This information was received from various sources. Of the 4 defective components, 4 involved patients with no patient consequences. Of the reported patients, one was 5 months old and another patient is male. There was no other provided patient information for the malfunctions.